Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01131. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the (B)(6) (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 9 months, 3 days. Manufacturer's investigation conclusion: a specific cause for the reported event could not conclusively be established through this evaluation. The patient remains ongoing on the device. The hm3 lvas instructions for use (IFU) lists infection (driveline, local, and pump pocket) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted on (B)(6) 2018 with pain and signs of infection at the driveline exit site. The patient was started on vancomycin. On (B)(6) 2018 final culture results showed coagulase negative staphylococcus. The driveline infection was reported as ongoing.